Event description:
Pt underwent robotic-assisted sigmoid colectomy. Pt discharged without event on the third postoperative day. During surgical procedure, 29 mm endoscopic stapler used. Five days following discharge, pt was readmitted with an infected hematoma and anastomotic leak requiring return to the operating room for I&d of pelvis and a diverting ileostomy.